Event description:
During the daily inspection/testing, it was reported that the device would not complete the boot up cycle; it had a flashing display with the message "service" upon power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control is anticipating the device return for eval and continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by cfr 803.56.